Event description:
The physician reported that the patient received 2 shocks while cycle riding in the afternoon of (B)(6) 2014, which were then followed by several shocks later in the evening. During a re-intervention to correct the issue it was reported that the upper part of the lead until the "breaking point" was extracted. A second intervention was performed the following day in an attempt to extract the distal lead portion, which was unsuccessful. A replacement lead was subsequently implanted.

Event description:
The physician reported that the patient received 2 shocks while cycle riding in the afternoon of (B)(6) 2014, which were then followed by several shocks later in the evening. During a re-intervention to correct the issue it was reported that the upper part of the lead until the "breaking point" was extracted. A second intervention was performed the following day in an attempt to extract the distal lead portion, which was unsuccessful. A replacement lead was subsequently implanted.

Manufacturer narrative:
(B)(4).